Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: what was the initial surgical procedure? Exploratory lap. What ethicon devices were used? Proximate linear cutter 75mm and tx60 were there any difficulties with device during initial procedure? Unknown can a timeline of post-operative events be provided? Possibly could be provide by hospital reported to rep. Initial surgery (B)(6) 2021 brought patient back to or (B)(6) 2021. What was found during the reoperation? Jejunal mid staple line anastomosis leak. How was the issue addressed in reoperation? The patient was brought back to or anastomosis was repaired with proximate linear cutter 75mm and hand sewed. No future patient consequences reports.

Event description:
It was reported the patient was brought back to the o.r. Post operative on (B)(6) 2021 for a jejunal mid staple line anastomosis leak. The surgeon was used a "gia75" stapler and had sewed the anastomosis and the procedure was completed.